Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. Three attempts were performed to obtain additional information, but no response was received from the customer. In addition, the following reportable malfunctions were identified during the device evaluation: forceps passage was scraped and had debris inside. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the issue occurred due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the subject device had a long black string coming out of the channel when using the biopsy forceps. Additionally, it was reported it felt very wiry. The issue was found during a colonoscopy procedure. The procedure was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.